Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, consumer - attorney. Concomitant medical products: biomet m2a-magnum mod hd sz 46mm, item#: 157446, lot#: 918230 biome m2a-magnum pf cup 52odx46id, item#: us157852, lot#: 228520 multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03180, 0001825034 - 2018 - 03181.

Event description:
It was reported that the patient underwent a right hip revision approximately 4 years post op due to metal on metal complications. Complications included pain, metallosis, elevated metal ions, loosening, tissue damage, trunnionosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Revision op notes demonstrated that 2 years post implantation, the patient was revised due to metallosis and trunnionosis. The patient had elevated cocr levels. Review of the device history records for provided part number, lot number identified no deviations or anomalies that contribute to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.